Event description:
The st. Jude medical rep reported a chronic lead that was measuring low lead impedance during a device change-out. It was noted that the lead impedance had dropped within a month and that there were previous problems with the sense/pace portion of the lead caused by an insulation breach in the pocket. The physician implanted a new sense/pace lead but elected to continue to use the defib portion of the lead. There was no sign of insulation breaks or other problems when the physician examined the lead.